Manufacturer narrative:
The pump passed the self test and displacement test. The pump display worked properly. The backlight functioned properly and no display or backlight anomaly was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a crack above the right edge of the display. Customer stated the device was not dropped or bumped and the drive support cap is not damaged. Customer stated that the screen light go out occasionally and numbers hard to read. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.